Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: unknown, not provided. If explanted; give date: n/a (not applicable). The lens remains implanted in the eye. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the lens was not returned as it remains implanted. The reported complaint issue could not be verified. Manufacturing record review: the manufacturing records for the device were reviewed and no non-conformance reports (nc) associated to the production order were found. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that something like a cloud developed on the intraocular lens (iol) implanted in the right eye of a male patient. It was indicated that the patient was treated with yag (yttrium-aluminum-garnet) laser procedure, but the symptoms are persistent. It was confirmed that the reported issue did not cause visual impairment in the patient and no patient injury was reported. Additionally, the doctor explained that the entire surface of the lens becomes white and cloudy with the z9002 which he reported the issue on it. The doctor thinks the issue is possibly calcification but he is not sure of the cause. The doctor will make the decision in (B)(6) 2020 as to whether or not the lens needs to be extracted from the patient's eye. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.